Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56.9 mm x 55.8 mm abdominal aortic aneurysm. The aortic bifurcation was 19.5 mm x 18.8 mm. The left iliac artery was 10.3 x 9.4 and the right was 9.1 mm in diameter. It was reported that during the initial implant the physician forgot to administer heparin which resulted in the right (ipsilateral) limb getting thrombosed during the case. The physician used a fogarty balloon to remove the clot and re-lined the ipsilateral limb and ballooned it. Three weeks later, the patient presented with occlusion of the contralateral (left) limb. The patient experienced a numb foot due to this event. The physician placed kissing stents to restore flow and the occlusion was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft occlusion); incorrect technique/procedure (did not use heparin during the procedure). Conclusion: known inherent risk of procedure (stent graft occlusion); user error contributed to event (did not use heparin during the procedure).